Event description:
It was reported that the lead was explanted due to low sensing after the patient received radiation to the neck. The lead was explanted and replaced. The patient was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.